Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿water lost via permeation¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Open outer white wrapping to prepare sterile field and place underpad beneath patient, plastic side down. If patient has a catheter in-situ to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, reseat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. Wait at least 30 seconds for deflation. If permitted by local protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance as directed by local protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Put on gloves, cover patient with fenestrated drape with open exposing location where catheter will be inserted, and place the apron on yourself. Using the two (2) syringes, marked ¿for cleansing purposes only¿, dispense the water onto three (3) gauze squares. Prepare the patient by wiping down the catheter insertion site with the saturated gauze squares. Dry patient with the remaining two (2) gauze squares. Note: do not use this syringe to inflate the catheter balloon. Prepare the lubricating gel syringe by removing the cap from the syringe tip. For easing with the insertion of the catheter into the patient dispense the lubricating gel into the urethra (according to local protocol). Remove top tray and open plastic pouch (sleeve) surrounding the catheter. Proceed with catheterisation according to local protocol. To inflate catheter, simply insert tip of sterile water-filled syringe gently into valve (do not overpenetrate) and depress plunger. Instill entire amount of sterile water - 10 ml." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that a patient's recent catheter had burst inside their bladder (batch# nggt2360). Also stated that several catheter balloon were deflated inside their bladder previously (batch# ngfx3156 and batch# ngfv3848). The customer wanted to make the representative aware in case of a production or batch error. Per follow-up information received from ibc on 23mar2023, stated that the foley catheter balloon of batch # nggt2360 was split, catheter balloon of batch # ngfx3156 was deflated and catheter balloon of batch # ngfv3848 was also deflated. The balloon appeared to be clean split. The customer was unsure if any material was left in bladder, so they escalated to general practitioner who didn¿t feel appropriate for a ultrasound scan to confirm this unless the patient becomes symptomatic. On (B)(6) 2023, the previous foley catheter balloon inserted with batch # nggt2360 was split, on (B)(6) 2023 the balloon deflated for which they were unsure of lot number as this was not documented (batch# unk) when it was inserted and on (B)(6) 2022, the catheter balloon with batch # ngfv3848 deflated. They were unsure if balloon with batch nggt2360 was either deflated or split first and it was unable to determine. Upon arrival this catheter was already out due to falling out and already had split as per the picture provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Device evaluated by MFR: the device was not returned.

Event description:
It was reported that a patient's recent catheter had burst inside their bladder (batch# nggt2360). Also stated that several catheter balloon were deflated inside their bladder previously (batch# ngfx3156 and batch# ngfv3848). The customer wanted to make the representative aware in case of a production or batch error. Per follow-up information received from ibc on 23mar2023, stated that the foley catheter balloon of batch # nggt2360 was split, catheter balloon of batch # ngfx3156 was deflated and catheter balloon of batch # ngfv3848 was also deflated. The balloon appeared to be clean split. The customer was unsure if any material was left in bladder, so they escalated to general practitioner who didn¿t feel appropriate for a ultrasound scan to confirm this unless the patient becomes symptomatic. On (B)(6) 2023, the previous foley catheter balloon inserted with batch # nggt2360 was split, on (B)(6) 2023 the balloon deflated for which they were unsure of lot number as this was not documented (batch# unk) when it was inserted and on (B)(6) 2022, the catheter balloon with batch # ngfv3848 deflated. They were unsure if balloon with batch nggt2360 was either deflated or split first and it was unable to determine. Upon arrival this catheter was already out due to falling out and already had split as per the picture provided.